Manufacturer narrative:
The part number for a replacement footswitch was provided to the customer. The system was returned to use with limitation as accepted by the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was unable to take exposure via the footswitch,. The clinical use of the system was in use. There was no harm reported to philips.